Event description:
During the procedure the second gdc coil protruded during insertion followed by stretching during withdrawal due to a knot. The coil migrated and mechanically induced transient vasospasm. 1000 I IV of extra heparin was given. Resolved, no residual effects. No info was given to the MFR. As to the brand name of the device; the only info provided was that it was a gdc coil. Additional info has been requested through a company rep.